Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found to have missing cord wrap. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of cmplnt-001235142. The cause is unknown. To correct the condition, the cord wrap was replaced. If any additional information is received, a follow-up MDR will be sent.